Manufacturer narrative:
It was reported that the cautery device sparked during a procedure. We were not provided many details regarding this incident. The sample was not returned for evaluation. Without the sample we are unable to determine if the cautery tip was seated properly. Details regarding the generator settings or the mode were not provided. We have not been made aware of any injury or that any medical treatment was provided. We have had no other complaints for this issue in the last year. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the cautery device sparked during a procedure.